Event description:
It was reported that pump screen was dark and would not turn on, and caller experienced extreme difficulty pressing button with multiple presses needed to activate display. There was no adverse impact to the customer's blood glucose level. Customer worked with technical support to troubleshoot button operation both in and out of pump case, was able to turn pump display on but continued to have significant difficulty using button, and technical support arranged replacement pump while customer planned to continue using current pump until replacement arrived.